Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 30-may-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a manufacturer representative regarding an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had increased pain compared to the trial system and within the first two months post operation. No external factors were reported to have contributed to the issue. Impedance measurements of the leads were within range. A fluoroscopy shot was taken to determine lead position and it showed the lead migrated slightly 1 electrode length. Since the patient had high density programming, the manufacturer representative moved the programming to better target the t9/t10 space. The issue was resolved and surgical intervention was not planned and did not occur. No further complications were reported/anticipated.